Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with a severely scratched display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reports to have received a button error alarm. Customer states alarm may have been caused by putting insulin pump in snug pants while playing baseball. Customer's blood glucose was 282 mg/dl, which was treated with a bolus delivery. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).